Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: model: sc-2317-70, serial: (B)(4), description: infinion cx. Model: sc-4316, lot: 20616251, description: clik.

Event description:
A report was received that there were high impedances on the patients lead. The xray results indicated that the lead may not have been completely inserted into the ipg. The physician elected to perform a revision procedure. During the revision procedure the physician noted that the both leads were fractured above the clik anchor site and replaced both leads. The patient is doing well postoperatively.

Manufacturer narrative:
Sc-2317-70/(B)(4) and (B)(4). The complaints of the patient losing stimulation and high impedance have been confirmed. Visual, microscope, and x-ray inspection of the lead revealed that all cables were completely broken at the bent kinked location of the lead. The location of the fracture is 5 cm from the clik anchor site. It appears to be a result of fatigue. The broken cables resulted in the reported complaint of high impedance and loss of stimulation. Sc-4316/ (B)(4). Visual inspection found that the clik anchor has a torn eyelet. This type of damage typically occurs during the procedure when the suture is pulled too tight causing the eyelet to rip. A review of the manufacturing documentation for the leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that there were high impedances on the patients lead. The xray results indicated that the lead may not have been completely inserted into the ipg. The physician elected to perform a revision procedure. During the revision procedure the physician noted that the both leads were fractured above the clik anchor site and replaced both leads. The patient is doing well postoperatively.